Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient let their ins go completely dead sometime in the week prior to the report. The caller stated that they recharged the ins but the ins isn¿t working anymore; the caller clarified that the patient was no longer feeling stimulation. The caller tried to get the patient to go to the ER because he had such bad pain but the patient would not go. The caller stated that she had attempted to turn the stimulation back on by turning the programmer on and pushing the sync button; the patient felt a jolt of stimulation but the stimulation didn¿t return to regular stimulation. The patient was having trouble walking and was using a cane or a crutch because it was very painful to walk. No troubleshooting was performed on the day of the report as the caller was not with the patient at the time. The caller was directed to the patient¿s healthcare professional. No further complications were reported/anticipated.